Event description:
We received an email from a neurosurgeon: dear sir or madam at johnson & johnson, my name is dr. ... From cologne. I have been a neurosurgeon since 1998 and have been using spongostan since that time. I perform approximately 8 procedures on the spine each week. At the end of last year, spongostan was briefly unavailable, but then it was again available. Since then, I have only had problems with spongostan. Patients report increased pain after surgeries involving the spinal canal, decompression, or nucleotomy. And whenever I perform MRI scans, a mass formation caused by spongostan is always visible. Once I remove the spongostan during a subsequent operation, the pain disappears. The surgical staff also reports that the consistency has changed. My question to you: have you made any changes to spongostan? Do colleagues also experience these problems? Over more than 20 years, nothing had ever been problematic. Best regards, dr. ... No product is available for evaluation. 1 of 2